Event description:
The ge oec 9800 fluoroscopy system at the 85% heat warning message, had both monitors went blank.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the x-ray cooling fan was not operating and was repaired, and then removed and replaced the hv cable assembly due to an overload fault. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.